Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their patient information center ix (pic ix) was not audible. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer found that the audio cable for their pic ix was disconnected.